Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked between the check valve and the tubing. The medication involved was an unspecified chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (During follow-up, the customer clarified that the leak was coming directly from the check valve. There were no visible breaks or cracks in the valve, and the set did not leak during priming. This occurred during infusion of 100ml normal saline. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.